Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal infection ("chronic vaginal infections"), urinary tract infection ("chronic urinary tract infections") and back pain ("severe lower back pain") in a (B)(6) year-old female patient who had essure (batch no. A88786 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, laparoscopy, colonoscopy, tonsillectomy, vaginal delivery and multiparous. Concurrent conditions included obesity, syncope vasovagal, chronic diarrhea, lumbar radiculopathy, tobacco use disorder, vitamin d deficiency, low back pain, allergic reaction to analgesics and tubal ligation since (B)(6) 2013. Concomitant products included amitriptyline hydrochloride (amitriptyline hcl) from (B)(6) 2015, betamethasone from (B)(6) 2017 to (B)(6) 2017, cilest (tri-sprintec), clotrimazole from (B)(6) 2017 to (B)(6) 2017, colecalciferol (vitamin d3) from (B)(6) 2017 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016, ergocalciferol (vitamin d2) from (B)(6) 2015 to (B)(6) 2016, escitalopram from (B)(6) 2015 to (B)(6) 2015, fluticasone from (B)(6) 2015 to (B)(6) 2015, gabapentin from (B)(6) 2016 to (B)(6) 2017, hydrocodone from (B)(6) 2016 to (B)(6) 2016, meloxicam from (B)(6) 2016 to (B)(6) 2017, methocarbamol from (B)(6) 2016 to (B)(6) 2017, naproxen from (B)(6) 2016 to (B)(6) 2016 and venlafaxine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced alopecia ("hair loss"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant), vulvovaginal mycotic infection ("chronic yeast infections"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations /weight gain/loss"), bacterial vaginosis ("bacterial vaginosis") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criterion medically significant), back pain (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormal menstruation") and complication of device insertion ("due to previous ectopic pregnancy, doctor was unable to implant essure in the right fallopian tube"). The patient was treated with surgery (hysterectomy) and surgery (back surgery). Essure was removed. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, back pain, vulvovaginal mycotic infection, dysmenorrhoea, abdominal pain, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, vaginal discharge, dyspareunia, alopecia, fatigue and weight fluctuation had not resolved, the complication of device insertion, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder and weight decreased outcome was unknown and the cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: due to a previous ectopic pregnancy, her doctor was unable to implant an essure micro-insert in the right fallopian tube. Accordingly, on (B)(6) 2014, consumer underwent a right tubal ligation. She was investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She continued to suffer from the symptoms outlined above. We deployed the micro insert and counted four coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of left tube. Most recent follow-up information incorporated above includes: on 30-oct-2018: case correction. Case become incident. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.